Manufacturer narrative:
This report is being submitted for correction. The accessory device for this case is clv-s190 and not cv-290.

Manufacturer narrative:
This report is being submitted for additional information received. Accessory device updated in d10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, error code b30 was not reproduced. However, possible causes were noted as follows: (1) foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts; (2) the video system center cannot communicate with the endoscope. Therefore, it was determined that error code b30 occurred because an abnormality occurred in the communication with a scope due to moisture or a foreign material that adhered to the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿(1) wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus; (2) stop using the endoscope and contact olympus.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This reporter is being submitted for correction. Initial reporter name updated. Please see update to e1.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was not confirmed. No malfunctions were identified during evaluation and the device was returned to the customer unrepaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center exhibited b30 scope communication error during a gastroscopy procedure. The procedure was completed with a similar device without any delay. The patient was not under sedation. There were no reports of patient harm associated with the event.